Event description:
It was reported that during the implant procedure the atrial passive lead was implanted however exhibited high thresholds even after numerous efforts of re positioning the lead. The atrial lead was exchanged for an active atrial lead, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).